Event description:
Note: no patient involvement. It was reported to boston scientific in 2007, that a hydratome rx sphincterotome device was going to be used in a endoscopic retrograde cholangiopancreatography (ercp) (patient age, gender, and weight unknown) on the same day. According to the complainant, "during preparation, they noticed that the end of the tome was cracked." Used another successfully. The physician performed and completed the procedure with another hydratome rx sphincterotome .

Manufacturer narrative:
A visual examination of the returned device confirmed the reported event. The returned unit revealed that the distal tip was split and the last 2 millimeters of the tip is split at an angle. Although the exact cause can not be determined, this damage is indicative to handling damage. A review of the device history record for the pertinent lot was performed; no anomalies were noted.